Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case is being replaced due to cracks where the screws attach to the battery compartment and small dot on what the customer describes as the clear display cover. Although requested, no additional information was provided.